Event description:
It was reported that the rate was out of specification on an external pulse generator. Technical services had the biomedical technician retest the device which was now within specification. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).